Manufacturer narrative:
The insulin pump was received with all buttons functioning properly. However, moisture damage on the keypad traces was found. No button error alarm during testing. The device was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and scratched reservoir tube window. (B)(4)

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was unknown. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.